Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric by pass procedure, when the clip applier was introduced, the device¿s seal was damaged and disengaged, and the air ort gas leaked from the seal. They opened a new device to resolve the issue on order to complete the case. There was no patient injury.